Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with liberty cycler set and the event of peritonitis. However, there is no documentation to show a causal relationship between the adverse event and the liberty select cycler or liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a report of a leak in the cycler set. The patient did report that the cause could have been from working in the yard which suggests that a breach in aseptic technique occurred. The initial culture results were negative for growth; however, in up to 20% of peritonitis cases no organism is identified. The presentation of cloudy pd effluent and abdominal pain usually is an indication of the onset of peritonitis. Although a cause of the peritonitis cannot be determined it is unlikely that the liberty select cycler or cycler set was the cause based on the available information.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis, but they did not know the cause. The patient stated that it could have been from working on their yard. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient presented to the pd clinic on (B)(6) 2019 with abdominal pain and cloudy pd effluent. Cultures were drawn and the patient was prescribed ceftazidime and cefazolin (route, dose, frequency and duration unknown). Additionally, the patient reported having a tick bite and oral doxycycline (dose, frequency and duration unknown) was added to his antibiotic regimen. Initial culture results were negative for growth. The final culture results were not yet available. The patient was to continue on the antibiotics. The patient was not hospitalized, is recovering, and continues pd therapy on the liberty select cycler. The patient did not report any leaks in the liberty cycler set or any issues with the liberty select cycler.